Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device was discarded at the facility.